Manufacturer narrative:
(B)(4). Date sent: 10/24/2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during open liver procedure, the blade was broken because of the touching with the metal forceps. Blade pieces were removed inside of the patient¿s body. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. Additional information was requested and the following was obtained: the blade was broken because of the touching with the metal forceps. Blade pieces were removed inside of the patient¿s body. The blade tip was not broken off and no pieces fell into the patient. Please clarify: sorry that the comments ""the blade tip was not broken off and no pieces fell into the patient."" Was noted wrongly. Did the active titanium blade break off? =>yes. Could you please provide the lot number? => unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.